Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a bronchoscopy procedure, performed on (B)(6) 2012. According to the complainant, the needle was not able to be extended out of the sheath. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. This event has been deemed a reportable event based on the investigation results of the needle puncturing the sheath.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. (B)(4). Visual analysis of the returned device found that the distal end of the needle, had punctured the sheath just proximal to the distal stop; the tear was approximately 7mm from the distal end of the sheath. The handle was in the retracted position. The distal end of the sheath was pulled straight, and the needle was placed back in position. The handle was actuated, and the needle extended and retracted without issue. It is likely the needle was stuck behind the distal stop and then pierced through the sheath. It is not possible to determine if the needle punctured the sheath due to operational context or when handling the device, when returning for evaluation. Therefore, the root cause for the needle puncturing the sheath was undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted.